Event description:
It was reported that the bd plastipak¿ syringe was outside the packaging, perforating it. The following information was provided by the initial reporter, translated from portuguese to english: insulin syringe needle is outside the packaging, perforating it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe was outside the packaging, perforating it. The following information was provided by the initial reporter, translated from portuguese to english: insulin syringe needle is outside the packaging, perforating it.

Manufacturer narrative:
Batch history analysis (DHR) was performed, quality notifications were checked, and no records potentially related to this defect were found. A potentially related maintenance record was verified on 25/jun/2022, where an intervention in the used needle shield assembly system is reported, which may be potentially related to the complaint, however, in the absence of photos/samples, it is not possible to compare or confirm the mentioned defect. For the damaged packaging defect, the photos/samples were not provided, and it is not possible to verify the mentioned failure. 36 retention samples were evaluated through visual tests and no defects in the packaging or problems in the fixation of the protector were verified, as mentioned, so bd does not confirm/reproduce the complaint. As no quality notices were verified, and the defect was not considered or verified, there is no root cause. The production process has periodic airtightness tests carried out once a shift or after maintenance activities, in which it intends to guarantee the quality of the product/process statistically, according to the determined aql. H3 other text : see h10.